Event description:
It was reported, that the patient presented in the emergency room. Upon interrogation it was noted, that the right ventricular lead was exhibiting high capture threshold that led to intermittent capture. The lead was explanted. And a new lead was implanted. The patient was discharged from the hospital after the procedure.